Event description:
A report was received from a doctor regarding a memorylens that was implanted in the patient's right eye in 1999, which lens had opacified. When the patient presented for exam in 2002, their current visual acuity was 20/50 od. The iol was subsequently explanted and replaced with another lens. The doctor felt the patient's condition was stable and his prognosis for the patient was marked as good.